Event description:
It was reported that an asymptomatic patient presented for a follow-up in clinic. The crt-d exhibited nonsustained ventricular oversensing due to post-paced t-wave oversensing on the ventricular channel, observed on stored egm. The patient did not receive therapy during the oversensing. No programming changes were made since the oversensing was intermittent.